Event description:
It was reported that the patient's right ventricular lead had dislodged. An x-ray confirmed the dislodgement. Additionally, the lead exhibited high capture thresholds and low r-wave sensing. The lead was repositioned on (B)(6) 2022. The patient was stable.